Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. Subsequently a second transcatheter bioprosthetic valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a valve to dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. Valve dislodgement events are typically not related to a device malfunction. The angiographic record (movie file) included with the complaint was reviewed and the findings were as follows. The dcs crossed the native aortic valve. The valve was then released from the dcs in an elevated position approximately 1-2 mm into the annulus. The frame of the valve was caught by the guidewire (unknown manufacturer) as the dcs was released. The wire tilted the valve and dislodged it into the coronary sinuses. The valve was in a confirmed unacceptable position in the coronary sinuses which required additional intervention (use of a snare) to make room for the deployment of a second valve. The first val ve was snared and pulled into the ascending aorta as the second valve crossed the first valve. The second valve was released in an acceptable position. The clinician snared the first valve using two snares. The first snare was placed on the paddle of the frame while the second snare was placed through the frame. The inflow portion of the valve was snared which resulted in a severely deformed valve. The second valve was implanted in an acceptable position with trace paravalvular leak (pvl). There were 2 attempts to post dilate the deformed first valve in the descending aorta but due to the constrained size of the aorta, there was little expansion of the valve. The review of the angiographic record concluded that the first valve was implanted too high (approximately 1-2mm into the annulus). Medtronic best practices recommend implant depth of 3-5 mm into the annulus. The valve was dislodged as a result of the tilt of the guidewire subsequently pulling down onto the inflow portion of the valve as the dcs was being removed from the descending aorta. The event does not indicate a potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.